Event description:
It was reported the pt has gained weight and now experiences discomfort at the ipg site. The physician relocated the ipg to a new pocket site on (B)(6) 2013. Intra operative testing revealed the ipg was not communicating. The physician replaced the ipg. The new ipg communicated successfully. The pt reported effective stimulation coverage post operative. The explanted device will not be returned to sjm per hospital policy.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.